Event description:
It was reported that the patient received inappropriate shocks. There was noise on the lead and high impedance was noted. At explant of the lead, the clinician noticed that there was no suture sleeve on the lead. The lead was replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks. There was noise on the lead and high impedance was noted. The lead also had a possible fracture. At explant of the lead, the clinician noticed that there was no suture sleeve on the lead. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, there was blood in/on the helix/lobe mechanism (sleeve head). There was blood in/on the helix/lobe mechanism. There was tissue on the helix.